Event description:
In 2007, site did a passive biopsy and found a piece of blue plastic in their sample. They filled the needle with saline before doing the biopsy then they guided the needle into the pt and aspirated a specimen. When they flushed the specimen they found a piece of blue plastic in it. The biopsy needle lot number is 066125407. Dr. Performed CT scan in the same day to confirm pt outcome from procedure was not negatively affected. Pt info received but no pt weight was available.

Manufacturer narrative:
Repeated attempts at obtaining pt weight unsuccessful. Laws governing shipment of materials considered to be biohazardous prevent return of used device to MFR. Identified and mediated mfg steps that had allowed small plastic filings to remain within cannula hub assembly. Vendor mfg process changed to eliminate possibility of filings remaining in assembly.